Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported by the child that the patient experienced inaccurate cgm values. According to the report, the daughter received a follow notification that the egv was low. The daughter called the patient and the patient did a bg which was 500 mg/dl. The patient self-treated the hyperglycemia with insulin. The patient was dehydrated and transported to the hospital. There, the bg was 700 mg/dl and the egv at that moment was not documented. The symptomatic hyperglycemia was treated further with insulin and IV. The patient underwent x-ray, CT scan, and blood work. The length of stay in the hospital was not specified by the reporter or clarified by ts. At the time of the report, the patient was home and well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.